Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding during an exploratory laparotomy procedure. The customer stated that fentanyl was the required medication. The customer stated that 5 minutes was the length of the delay. The customer reported retrieving the required medication from another room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier d4 model #, catalog #, and UDI # d5 operator of device e1 initial reporter facility name: hca florida st lucie hospital (fka st lucie medical center) h6 investigation codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-jan-2021 to 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly froze during a procedure, preventing the user login. The technical support specialist applied a system hotfix to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during an exploratory laparotomy procedure. Customer stated that fentanyl was the required medication. The customer stated that 5 minutes was the length of the delay. The customer reported retrieving required medication from another room. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and identified that knowledge article 000011150- application hang/crash or slow performance - windows 10 addresses the reported scenario. The technical support specialist applied a system hotfix to disable the touch keyboard and handwriting panel service. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during an exploratory laparotomy procedure. Customer stated that fentanyl was the required medication. The customer stated that 5 minutes was the length of the delay. The customer reported retrieving required medication from another room. There was no reported patient or user harm.